Event description:
A malfunction was reported by the caller concerning the pump, marked by malf 12. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was allowed to continue using the pump and was advised to contact support if the issue reappears.